Event description:
The customer contact reported a patient death while the device was in use. The pump was programmed to deliver an unspecified concentration of either "demerol or morphine." No specific pump programming was provided. After an unspecified length of time, the nurse entered the patient's room and found that the patient had expired. Unspecified resuscitation attempts were unsuccessful. The device was removed from clinical service and sent to the biomedical department. During testing at the user facility, the device passed testing. Though requested the customer declined to provide additional information.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. During testing at the user facility, the device passed testing.